Event description:
It was reported that during the scheduled retrieval of a vena cava filter approximately two months post implant, a detached filter limb was noted to be embedded in the ivc wall. The filter appeared to be tilted and the filter apex was embedded in the caval wall. The filter and the detached limb were unable to be retrieved. No pt injury was reported.

Manufacturer narrative:
A manufacturing review could not be conducted as the lot number is unknown. The device was not returned. Images were provided. Based upon the image review, the complaint investigation is confirmed for a filter arm (w/shoulder anchor) detachment; however, filter tilt and removal difficulties are inconclusive. It should be noted that the filter was implanted suprarenal and thrombus was present in the ivc before the filter was initially deployed. In addition, the ivc was not straight at the level of the renal vein takeoffs; therefore, it is unknown if pt and/or procedural factors contributed to the reported removal difficulties. Based upon the available information, the definitive root cause for the event is unknown. The current IFU (instructions for use) states: warnings/precautions/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. The safety and effectiveness of this device has not been established for pregnancy, nor in suprarenal placement position. Position the retrieval hook 1 cm below the lowest renal vein. Anatomical variances may complicate the removal procedure. Note: it is possible that complications such as those described in the "warnings," "precautions," and "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.